Event description:
Per complaint (B)(4), a patient experienced dental implant fracture and peri-implantitis. The implant was explanted.

Manufacturer narrative:
Follow-up report for 3001617766-2018-00241 to correct explant date.